Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, a minimum fill notification occurred. Reportedly, a new cartridge was loaded to resolve the issues. Customer¿s blood glucose was 200mg/dl.